Manufacturer narrative:
Investigation summary: DHR- we have reviewed our production and inspection records and have established that all production and quality processes were carried out normally. Neither qn nor ncmr's. Syringes were packaged in machine nº2017 (march 8th ¿ 9th, 2018). Syringes were assembled in machine, nº4253, in lot #8065549 (march 6th ¿ 15th, 2018). Research has found no problems, defects or qn related to the reported issue. We have also reviewed the barrel lots #8062923, #7258069, and no problems, defects or qn related to the reported issue were found. We have been provided with the affected sample and five reference samples. Visual inspection of the returned affected sample presented a crack on the barrel wall. That confirmed the reported issue. No issue found for the returned reference samples. After analyzing the returned the sample and discussing with our manufacturing technicians in charge of these product lines, we have concluded that the broken barrel was produced in the primary packaging machine, in the syringe feeder station, due to an incorrect alignment of the syringe produced the rupture of the barrel. Conclusion(s): the barrel was broken during the manufacturing process due to an incorrect alignment of the syringes in the feeder of the primary packaging machine.

Event description:
It was reported that bd¿ syringe e/t emerald was cracked.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringe e/t emerald was cracked.